Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break and device handling problem.

Event description:
Healthcare professional reported "implant punctured during a procedure. The device did not come into contact with the patient". Later healthcare professional reported implant shell had the problem and the device had contact with patient. This record is for the right side. Device was explanted.

Event description:
Healthcare professional reported "implant punctured during a procedure. The device did not come into contact with the patient". Later healthcare professional reported implant shell had the problem and the device had contact with patient. This record is for the right side. Device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events broken device, use error was received on dec 16, 2025 with lot number 1262351. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ broken device: not observed through visual inspection. ¿ use error: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation, creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.